Event description:
It was reported that the right ventricular lead exhibited noise, over sensing and intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at 37.9 cm from the helix due to friction with another implantable device. Clavicular crush damage was noted at 29.0 cm from the helix end.